Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other starclose se device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis noted the garage leaves on the garage tube were bent, there was carving on the proximal portion of the flex-guide with a bend in the flex-guide. The handle was opened and it was observed that the catch was not displaced thus indicating the clip was not deployed. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using starclose se devices after a percutaneous coronary interventional procedure. Reportedly, no details of the complaints were available as no documentation exists. The method of achieving hemostasis was not specified. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided. Subsequent preliminary analysis of the returned device revealed the sheath had not been completely split and the safety release mechanism was used to remove the device; therefore, hemostasis could not be achieved with the device and intervention was performed to achieve hemostasis.